Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the physician attempted to revise and reposition the patient's lead. However, the procedure was unsuccessful due to scar tissue. As a result, the physician decided to abandon the procedure. It was noted the physician did remove the patient's lead. In addition, the physician also removed the patient's ipg during the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a change in stimulation coverage after reaching for his child. Diagnostic testing revealed normal impedance readings. Reprograming was unable to resolve the issue. X-rays revealed lead migration. Subsequently, the patient will undergo surgical intervention as the next course of action.